Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a partial power on reset (por). It was noted that device reprogramming took place due to a previous hospital admission for ventricular tachycardia (vt). During the por, the vt episodes that were needed for assessment were lost. The crt-d remains in use. No patient complications have been reported as a result of this event.